Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose test result range is 96 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin and medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 226 mg/dl and 216 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/23/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose test result range is 96 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin and medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 226 mg/dl and 216 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 04/23/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/ time not set): 386mg/dl (B)(6) 2015 10:30pm; 237mg/dl (B)(6) 2015 12:27pm; 362mg/dl (B)(6) 2015 11:26pm; 262mg/dl (B)(6) 2015 11:08pm; 361mg/dl (B)(6) 2015 12:11pm. Adverse event not reported.